Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on 25sep2017, which appeared visually negative for the testing on both the galileo echo and the galileo neo instruments. The immucor laboratory tested retention product on 28sep2017 which performed as expected. The immucor laboratory also tested returned patient blood sample and returned product from the customer site on 03oct2017 with the following outcomes. The returned blood sample was tested against r896 retention strips on both an immucor laboratory galileo echo and a galileo neo, both of which generated the expected positive outcomes consistent with anti-e. The returned r896 customer test strips were tested against a known source of anti-e, which generated the expected positive outcomes consistent with anti-e. The returned blood sample was tested against the returned r896 customer strips on both an immucor laboratory galileo echo and a galileo neo, both of which generated the expected positive outcomes consistent with anti-e.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument and also a galileo neo instrument, when tested on (B)(6) 2017.